Event description:
During lobectomy procedure, the staple lines did not form properly and bleeding occurred. The surgeon sutured to complete the procedure. The hospital reported that no pt injury had occurred.